Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was damage to the usb port that prevented the customer from being able to charge the pump successfully. The issue persisted despite attempting to charge the pump with multiple usb cables. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.